Manufacturer narrative:
The initial reporter has notified us that inaccurate information was previously provided regarding the event date and description. They also informed us that the lot number has become available. As a result the following sections have been corrected/updated: b3 has been updated to reflect an event date of (B)(6) 2019. B5 has been updated to reflect an event description of "the customer reported that the uvc catheter leaked immediately after insertion.". D4 has been updated to reflect lot number 1715800074.

Event description:
The customer reported that the uvc catheter leaked immediately after insertion.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the catheter started leaking once the IV fluids were started.